Event description:
Ongoing issues with leaking baxter tubing. This author was performing cl audits and noted y-site of tpn line leaking despite presence of green alcohol cap. Y-site marked with tape, tubing to be saved and given to apsms. Lot number unknown. New ivf to be ordered and line to be changed per nnicu protocol. Manufacturer response for IV tubing, IV tubing (per site reporter). [Redacted date] sample retrieved. [Redacted date] email sent to [redacted name].